Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent right inguinal hernia and left inguinal hernia by laparoscopic repair. It was reported that after implant, the patient experienced nerve damage and painful ilioinguinal neuropathy. Post-operative patient treatment included exploration of prior anterior wound with removal of a protak staple and placement of a stryker pain pump in the ilioinguinal nerve distribution.